Event description:
It has been reported that two needle 30x1/2 rb have been found clogged before use. The following has been provided by the initial reporter: it's noticed that the needle clogged during priming. This happened twice, same batch number.

Manufacturer narrative:
Investigation: two (2) samples were provided by the customer for investigation. Both the samples were visually examined and were found to be clogged as light was not able to pass through the needles. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two needle 30x1/2 rb have been found clogged before use. The following has been provided by the initial reporter: it's noticed that the needle clogged during priming. This happened twice, same batch number.